Event description:
(B)(6) post-marketing surveillance (pms) study. It was reported that left bundle branch block(lbbb) and 1st degree atrioventricular block occurred. A 25mm lotus valve was implanted in a patient. Lbbb, 1st degree atrioventricular (av) block appeared after the transaortic valve replacement (tavr) procedure. Events were confirmed in the electrocardiogram (EKG). It was determined to observe the patients progress.